Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he experienced low blood glucose of 33 mg/dl during the night. He woke up and was able to drink orange juice and it went up to 54 mg/dl. Customer didn't believe the insulin pump caused the low. Troubleshooting was performed and no anomalies were noted. Customer was advised to monitor the device and call back if issues persisted. Customer is not returning the insulin pump for analysis.